Manufacturer narrative:
Of the 13 allegations of a malfunction, 8 pumps were returned to animas and investigated. Of the investigated pumps, 7 were found to be malfunctioning due to cracked cartridge compartments, moisture in the pump, battery compartment leaks, case seal leaks, and damaged cartridge caps. During investigation for unrelated complaints, there was 1 additional failure found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 13 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cartridge compartment and cap issue. These reports were received from various sources. The patients associated with this allegation ranged from 10-72 years of age and between 35 and 210 pounds. Of the reported patients, 7 were male, 5 were female, and 1 were unknown.

Manufacturer narrative:
Follow-up #1: date of submission 26-apr-2018 device evaluation:in q1 2018, there were 2 instances of cartridge compartment and cap failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.